Manufacturer narrative:
An event regarding osteolysis involving a trident shell was reported. The event was reported and confirmed via clinician review. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following: adverse event identified: revision of left hip arthroplasty due to disassociation of a femoral head from a tmzf stem and trunnionosis. Hazards: failure of trunnion-head construct. Conclusion of assessment: review of the records provided confirmed the implant disassociation and trunnion wear. Review of implant stickers could define if the head was an lfit or associated with an lfit problem. Obtaining the implant may provide additional insight into the mechanism of disassociation. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: it was reported post-operatively about wear through and destruction of the acetabulum, periacetabular osteolysis and abductor destruction. Reported and confirmed via clinician review. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device lot details and return of the device are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient came to (B)(6) clinic complaining of progressive hip pain. An x-ray revealed a disassociated femoral head due to excessive trunnion wear of the femoral stem. During surgery was noted the trunnion had worn to the point that the femoral head had come off. After explanting the accolade tmzf stem a restoration modular stem was used as the replacement device. *update on 04-aug-2021 per medical review: post-operatively it was stated that there was catastrophic failure of the hip, trunnion failure at the taper, metal disease, femoral osteolysis with a well fixed stem, wear through and destruction of the acetabulum, periacetabular osteolysis and abductor destruction.